Event description:
It was reported to philips that the c-arm geometry movement was non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the c-arm movement was unavailable. Device was evaluated by customer and third party. The geometry was calibrated to solve the reported problem, there was no further information about how customer or third party determine the root cause, device was back to normal use. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the c-arm movement was unavailable. Device was evaluated by customer and third party. The geometry was calibrated to solve the reported problem, there was no further information about how customer or third party determine the root cause, device was back to normal use. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The product UDI has been updated.